Event description:
Daughter called stating that her mother was hospitalized due to failure of concentrator. Daughter was upset that it had been 6 weeks since rptr last saw her mother and that equipment was the cause. Her mother is getting better now. Results of investigation: after speaking with md he states that it has been 5 weeks in between visits and that her unit was exchanged. As hers had failed and was delivering 21.6 %.